Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi operation due to a transmission anomaly was observed on the implantable cardioverter defibrillator; the patient was not reported to be symptomatic. A device software download was performed successfully. No further information was reported.

Event description:
New information notes that the patient¿s condition was stable.